Event description:
New information received noted that the right atrial lead and right ventricular lead was explanted. Patient status was not known.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, only the connector portion of the lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2023-17327. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular rv lead was experiencing over sensing noise. Episodes of high ventricular rate were noted. While the right atrial ra lead was over-sensing noise leading to inappropriate automatic mode switch ams episodes and pacing inhibition. No intervention has been performed. There were no patient consequences.